Event description:
Customer reported an issue with communication between the v series monitor and the cardiac output module, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Cardiac output module was sent back to mindray's repair center and unit was exchanged out for a new module.